Event description:
(B)(4). After a whole year of having essure my menstrual cycle started back. But they've been life changing ever since. I soaked through a half bag of pads, 8 pairs of underwear and 4 pairs of pants/jeans (just that night alone) it was so embarrassing because I was at a formal dinner/show and was sitting in the front row, I ended leaving early because of this issue. I called my dr so I can be seen and they informed me that it was just heavy, and it should ease up. That was in 2012 and not only has it stayed the same (heavy bleeding) but my pains started as well. Cramping while I'm not menstruating and when I am the cramps feel like contractions. Again I talk to the dr. Got blood test done and ultrasounds all normal. I then started having hair loss, lost my sex drive, multiple infections, acid reflux and also got diagnosed with right bundle branch block. I'm still trying to find out what's wrong with me. I'm only (B)(6) years old very active (before essure) never had any issues with my health until I got these coils. If I can rewind the hands of time I would have never gotten them. They're ruining my life and the people in it. I have 5 lives looking for me to be the best mother I can be. Please take these things off the market and out of me.